Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional (hcp) requested an evaluation of a recorded episode. The hcp was wondering if atrial undersensing/oversensing was occurring in the monitored atrial episode. Information received was reviewed by qualified personnel. It was determined that the patient's right atrial (ra) lead exhibited overseeing noise on the atrial channel. It was noted that the patient was doing heavy lifting and lots of manual labor at the time this episode was recorded. The lead remains in use. No patient complications have been reported as a result of this event.